Event description:
It was reported that a spectrum iq pump had a nuisance upstream occlusion alarm. The nurse indicated this occurred two shifts in a row. It was a primary line and not believed to be related to inadequate priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an nuisance upstream occlusion was not reproduced. A review of the event history log revealed multiple upstream occlusion alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.